Event description:
Consumer reports toothbrush head breakage during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred.

Manufacturer narrative:
On (B)(4) 2013, we received the report which contained generic information for the description of the event. The information provided did not reasonably suggest that the marketed device had malfunctioned in a manner that were the malfunction to recur it could result in serious injury. On (B)(6) 2013, we received additional information which indicated that the event described for that model is consistent with a reportable malfunction. (B)(6) 2013, is our aware date as the information obtained suggested that the marketed device had a malfunction.